Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited oversensing of nosie leading to false high ventricular rate episodes. The noise was not reproducible. No device intervention was performed but programming changes were discussed. No patient symptoms were reported. The patient will continue to be monitored.